Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine came into contact with blood when blood "spilled" into the red and blue dialyzer connector, the inner tubing flow bob threads and the dialysate sample valve. The bmt replaced the red and blue dialyzer connector. And placed the machine into a chemical disinfection cycle. A fresenius field service technician (fst) was called onsite and replaced the dialysate sample port and completed a chemical disinfection cycle. Machine functional tests were completed and passed onsite after repair. No sample is available. Follow up with the licensed practical nurse (lpn) revealed that five minutes after the initiation of the patient¿s hemodialysis (hd) treatment, the patient experienced a blood clot. Fresenius blood lines were not in use. A fresenius dialyzer was in use. They were changing the patient¿s set up when blood leaked into the 2008t machine¿s indicator. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine came into contact with blood when blood "spilled" into the red and blue dialyzer connector, the inner tubing flow bob threads and the dialysate sample valve. The bmt replaced the red and blue dialyzer connector. And placed the machine into a chemical disinfection cycle. A fresenius field service technician (fst) was called onsite and replaced the dialysate sample port and completed a chemical disinfection cycle. Machine functional tests were completed and passed onsite after repair. No sample is available. Follow up with the licensed practical nurse (lpn) revealed that five minutes after the initiation of the patient¿s hemodialysis (hd) treatment, the patient experienced a blood clot. Fresenius blood lines were not in use. A fresenius dialyzer was in use. They were changing the patient¿s set up when blood leaked into the 2008t machine¿s indicator. The patient¿s estimated blood loss (ebl) was approximately 30ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies.